Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also with moisture damage on the electronic assembly. No button error alarm noted during testing. No unexpected a13 error alarm noted during testing. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm, an additional error alarm, and the act button was unresponsive. Customer confirmed that the day before the call, he went swimming while wearing the insulin pump. Blood glucose level at the time of the incident was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.